Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date that the packing screw cap was deformed. It was reported that the hospital requires the distributor to open the package, put the screw into the sterilization tray, then send to a 3rd party to do sterilization. When the distributor opened the package (before put the screw into the tray) it was noted that the screw's cap was deformed. There were no adverse consequences to the patient. No additional information could be provided. This report is for 1 ti matrixmidface screw self-drilling 8mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary: the complaint condition, that the recess of the screw look deformed, could be confirmed according to the received picture. Product was not returned. Based on the information available, it has been determined, that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part #: 04.503.228.01c, synthes lot number: 43p3262, supplier lot number: 43p3262, release to warehouse date: 17.feb.2020, manufactured by: jabil-monument. No ncr¿s were generated, during production. Device history batch null: device history review of the device history record(s) showed that there were no issues, during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained, that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: as received condition/visual inspection: photo supplied. Part arrived for physical investigation as of 3/19/2021. Part 04.503.228.01c and batch 43p3262. The cross slots of the device were compressed/deformed. The package label very torn/mis-handled, appears to have melted plastic or excessive glue. The screw protective caps are intact. Document/specification review: current and manufactured were reviewed. No discrepancies or issue was detected. Inspection sheet: moreover, DHR review: operations passed with no errors noted. Inspect dimensional on inspection sheet includes cross slots, required 5 samples that all passed with zero failures. Final inspection sheet inspecting cross slot feature ¿w¿, all passed with no failures. Flow export pack/label passed. DHR review and release to inventory performed on 2/17/2020 with no errors. Release to warehouse date: 02/17/2020. Manufactured by: jabil-monument. No ncr¿s were generated during production. Dimensional inspection: the following measurements were taken: feature: material. Specification: ti matrixmidface screw self-drilling 8mm. Actual: conform. Cross slots depth could not be measured with a gauge without performing destructive testing. Functional assessment: functional assessment was not completed due to the post manufacturing damage of the device. Conclusion: this complaint is not confirmed to have occurred in manufacturing or packaging operations at the monument site. Part # 04.503.228.01c, synthes lot number: 43p3262 was physically investigated . The part has two (2) cross slots machined on the head; cross slots appear to have been compressed/ deformed. Cross slots depth could not be measured with a gauge without performing destructive testing. This complaint has not been confirmed from a manufacturing standpoint; however the overall complaint is conformed as the defect appeared to be linked to product handling during transport or storage. DHR review conducted 2/12/20 and confirmed that inspect dimensional (inspection sheet) cross slot features were inspected with no errors noted. Reviewed complaint with packaging engineer and it was determined that the deformed head as presented could not have happened during manufacturing or in packaging at the monument manufacturing site. There is no evidence of manufacturing errors. Tweezers used during packing would not allow enough force to be applied to the screw head to cause the deformation. Tweezers would break prior to screw head being deformed. Packing technicians use suction pens that would not impact screw head. Screw protective caps are intact and would have to be removed (tampered with) in order to access screw head. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.